Event description:
Patient had a total shoulder repair in 2002. The patient was having pain in the shoulder. Surgeon looked at the shoulder and found the glenoid component had come loose. The device is used for treatment.

Manufacturer narrative:
Device is expected for evaluation but not yet returned. A follow up report will be submitted upon completion of the investigation.